Event description:
It was reported that while at school the patient removed an ilet insulin cartridge with approximately 5 units remaining, refilled it using a non-new pen to about 75 units, and attempted to reinsert the cartridge without rewinding the piston while the infusion set remained connected to the user, after which the pump displayed about 67 units. Blood glucose at the time reached a high of 270 mg/dl and the patient later experienced low glucose. Troubleshooting and education on proper cartridge replacement and rewinding were completed, and oral carbohydrate was used to treat the event. Symptoms included hyperglycemia and subsequent hypoglycemia. Outcomes included low glucose that was treated with oral carbohydrates without external medical assistance. Investigation included review of the sequence of use, device interaction with the cartridge and infusion set, and user education. Investigation of this case revealed use error related to failure to rewind the pump prior to cartridge insertion while connected to the body, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge change while connected, mitigated by education.